Event description:
After cuts were completed, mps navigated to CT landmarks page and noticed segmentation had shifted and was not aligned with bone. Case type: tka.

Manufacturer narrative:
Update to d2. Reported event. An event regarding software error involving a mako tka software was reported. The event was not confirmed. Method & results. -review of the log/session files has not been completed within 90days of the complaint being opened. The complaint will be closed with an associated risk assessment. Additional failures will be assessed once the log/session file review has been completed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob920 was inspected on 20/06/2019 and the quality inspection procedures were completed with no reported discrepancie. -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob920 shows 0 similar complaints for tka software - software error. Conclusions: the exact cause of the event could not be determined because insufficient information was made available for evaluation. Review of the log/session files has not been completed within 90days of the complaint being opened. A review of the case session/log data is needed to complete a full investigation for determining root cause. In addition to a review of the log/session, a field service engineer conducts scheduled maintenance on the robot to ensure the robot is system ready. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After cuts were completed, mps navigated to CT landmarks page and noticed segmentation had shifted and was not aligned with bone. Case type: tka.